Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a minimum fill notification. Reportedly, prior to filling the cartridge, the customer had pulled back the plunger of their syringe to the 300 unit mark but the syringe had large gaps of air as the customer was not performing the proper air removal technique. The customer added an additional 75 units of insulin into the cartridge and received an additional minimum fill notification. Tandem technical support guided the customer through performing the load fill tubing sequence by using 20 units of insulin and the customer successfully loaded the cartridge and resumed insulin deliveries. The customer's blood glucose level was 125 mg/dl.